Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was unknown. The customer's blood glucose level had been as high as 400 mg/dl. The customer treated with shots and pump. The customer states they had 2 to 3 sets leak. The customer states the leak is at the quick release. The customer declined to troubleshoot for the highs. The customer was advised replacement sets would be sent.